Event description:
It was reported that the needle did not move forward when the pod was activated; this indicates a needle mechanism failure. The pod was not worn. There is no information available regarding treatment. No impact to the patient's glucose level was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release was found to have met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.3. Hardware: iphone14.7. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The pod was received with the soft cannula deployed and formed needle retracted. The download data showed that the pod completed both priming sequences with an expected number of pulses in each. Timeouts and a drive stall were observed in the pod data during second priming. The pod was received with the soft cannula deployed and formed needle retracted, and so it could not be determined if the brief drive stall contributed to the reported event. Inspection of the needle mechanism components found no damages or manufacturing deficiencies that would prevent the needle from deploying. Inspection of the drive mechanism components found no issues that would result in a drive stall. The exact cause of the reported event could not be determined.